Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead was repositioned during the implant procedure due to dislodgement. Post operative check the following day, identified the lead had dislodged again. A revision procedure was performed, and the lead was repositioned without further incident. No additional adverse patient effects were reported.